Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with foreign matter on catheter.

Manufacturer narrative:
Investigation summary: received a 20ga iag unit with no packaging material. The unit consisted of a fully retracted needle-barrel assembly, a catheter-adapter assembly and a needle cover. A complaint history check and DHR review could not be performed since the lot number was unknown. Investigation conclusion: no physical ¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification. Small specks of black and clear material was observed on the catheter tubing. Traces of lube (non-foreign) material was observed near the tip of the catheter. The photos returned showed a clear particle was observed on the catheter tip of the unit displayed (lube). A dark string of material was observed along the catheter tubing (unknown). Root cause description: the non-foreign matter (tipping lube) observed in this investigation for this incident was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product. The dark material (string and specks) source is unknown and it was most likely introduced to the unit through handling-transporting. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with foreign matter on catheter.